Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered potentially inappropriate anti-tachycardia pacing (atp) and shocks. Technical services (ts) was unable to determine if the arrhythmia is atrial driven or ventricular. The atp and 6 shocks did not convert, as well as numerous non-sustained ventricular tachycardia (nsvt) and pacemaker mediated tachycardia (pmt) episodes. This crt-d remains in service. No additional adverse patient effects were reported.